Event description:
It was reported that on (B)(6) 2025, a mixed mitral regurgitation (mr). During the preparation of the clip delivery system (cds), the catheter shaft was tapped and bubbles were observed. The steerable sleeve handle was help up and the shaft was tapped to de-air the system. The clip was then implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.